Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade and subsequent death was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a left ventricular ablation procedure, the patient expired. The ablation procedure was successfully completed with no known issues. Following the procedure, a cardiac tamponade was noted and the patient could not be resuscitated. The physician believed a perforation occurred in the left ventricle at the inferior side of the mitral annulus, which resulted in the cardiac tamponade and subsequent death. There were no performance issues with any abbott device.